Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Event description:
It was reported that a male patient (dob (B)(6) 1959) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The patient's blood pressure decreased, and the pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and about 1250 cc of fluid was removed. The patient was in stable condition. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Pericardial tap was performed as intervention. The patient outcome of the adverse event is unknown at the time of the call. There were no relevant tests, laboratory data, or other relevant history. A transseptal puncture was performed using a baylis transeptal needle. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 8 ml/min and 15 ml/min. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph force visualization features were used. The parameters for stability were 2.5mm for 3 seconds, fot 25% 3 grams. 3mm tag size. Respiratory gated additional filter was used with the visitag. Surpoint color option was used prospectively. The catheter is available for return.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device 30781331l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).